Event description:
It was reported that patient experienced ineffective therapy and did not have right-side coverage. Lead diagnostics showed that contacts 2, 8, 10, and 14 had high impedances. Reprogramming was attempted. Surgical intervention was undertaken wherein the system was explanted and replaced.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The event of a scheduled lead revision was reported to abbott. The patient had ineffective therapy. High impedances were observed on 4 contacts. Surgery took place where the penta lead was explanted and replaced with two percutaneous leads. Ipg was placed in surgery mode, but after a bovie was used, it would not connect with external devices. The ipg tried resetting multiple times but was unable to reconnect. Therefore, the ipg was replaced. The physician opened extensions, but later elected to remove them. There were high impedances on both leads that could not be resolved. The physician elected to close with impedances as they were. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.